Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep was working with a patient post-op who just had new leads and a new ins placed. All impedances were within normal range (in the 900's and low 1000's) intra-op. Post-op, all pairs 9-15 are high (>40k). Pairs with electrode 8 are in normal range with the left side (0-7), but high with other electrodes on the left side (9 thru 15). The surgeon used saline in the ins pocket, but they didn't think the leads were exposed to it at all. The set screw tightened fine to the reps knowledge and nothing remarkable occurred during surgery. It was reviewed that imaging could be used to see if the leads are inserted into the ins appropriately. It was also reviewed to watch and see if impedances come down over time. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the impedances was that the provider did not tighten down the lead in the 8-15 channel. The provider opened the pocket sight and tightened the lead down using a torque wrench and it resolved the high impedances. No further complications were reported.